Event description:
It was reported the patient is experiencing ineffective therapy due to high impedances from a possible lead fracture. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6)

Manufacturer narrative:
A patient experiencing autoreducing due to high impedance was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
H6: health effect - clinical code: should not have been 2388 - inadequate pain relief, the correct code is 4412 - movement disorder.